Event description:
A pump issued an altitude alarm and, although the insulin was suspended, there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove any obstructions from the pump's speaker holes, gently clean them with a soft-bristle brush, and use a lint-free cloth to wipe the area. They also advised removing and reconnecting the current cartridge. After following these steps and waiting five minutes, insulin delivery was successfully resumed. The alarm did not recur, normal pump operation was restored, and the customer received advice on preventing future altitude alarms.